Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that explantation was not due to a technical problem. As per information from the field, speech understanding has dropped significantly and patient is experiencing fluctuations in loudness after being treated for high middle ear pressure. The root cause for the reported symptom is most likely a changed tissue contact of the reference electrode (e.g. Due to an air bubble), although during measurements the ground path impedance (gpi) was within normal limits. Patient was implanted with a different electrode type based on surgeon preferences and has good hearing perception with new implant. This is a final report.

Event description:
The patient reported that she was prescribed nose spray for the high middle ear pressure. Since then her hearing and speech understanding has dropped significantly. She was hearing pulses beating and loud noise with rondo as well as with the opus 2 audio processors. The patient has an infection on the contra-lateral side. Patient was reprogrammed but it was not helpful in providing speech understanding. She was given more comfortable maps. There were big fluctuations within seconds in the volume. Previously patient was hearing well.

Event description:
It was reported that around (B)(4) 2014, the patient was prescribed nose spray for the high middle ear pressure. Since then the hearing and the speech understanding have dropped significantly. Volume fluctuations are observed within seconds. Previously the patient was hearing well. It was also reported that the patient had an ear infection on the contra-lateral side. Patient was reprogrammed but it was not helpful in providing speech understanding. As per additional information received on (B)(6) 2015, re-implantation is planned.